Event description:
It was reported that during a surgical procedure conducted at the user facility, the screen froze. No impact to the patient, no delay, no medical intervention and no adverse consequences were reported with this event.

Manufacturer narrative:
Add'l info.

Event description:
It was reported that during a surgical procedure conducted at the user facility the screen froze. No impact to the patient, no delay, no medical intervention and no adverse consequences were reported with this event.

Event description:
It was reported that during a surgical procedure conducted at the user facility the screen froze. No impact to the patient, no delay, no medical intervention and no adverse consequences were reported with this event.

Manufacturer narrative:
Correction: serial #. The reported event that the tablet freezes was not confirmed. The io-tablet was fully functional, passed all inspections and it did not freeze. It is possible that damaged io-tablet cables could have caused to the reported event.

Event description:
It was reported that during a surgical procedure conducted at the user facility the screen froze. No impact to the patient, no delay, no medical intervention and no adverse consequences were reported with this event.